Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user had an accident at school whilst playing with friends. At an appointment that day there were signs of an accident with a swelling over the implant and possible fluid. The user had very good hearing performance with the device before the trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The explanted device has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. The user had an accident at school whilst playing with friends. At an appointment that day there were signs of an accident with a swelling over the implant and possible fluid. The user had very good hearing performance with the device before the trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user had an accident at school whilst playing with friends.